Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had powered off on its own about 10 hours ago, repeating issue. A field service engineer replaced power module to resolve. Pharmacist completed inventory of medication in drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had been powering off intermittently on its own multiple times over the past week. However, there were no delays or adverse events or injuries reported based on this event.